Event description:
The patient's diagnosis was a grade 4 subarachnoid hemorrhage of the right middle cerebral artery. During coil placement to correct the hemorrhage, multiple attempts to place the coil resulted in a fracture of the coil. A fifth coil was placed within the inferior middle cerebral artery to secure the broken piece of the coil.